Manufacturer narrative:
Conclusion: there is no documentation that shows a causal relationship between the adverse event of nausea, vomiting and bacteremia and the hospitalization and the liberty cycler. There is no allegation against the liberty cycler or cycler set. There is a temporal relationship between the patients adrenal insufficiency and the nausea, vomiting and hypotension as documented by the marked improvement in symptoms post steroid treatment. The cause of the bacteremia is unknown, and however, common sources are the gastrointestinal tract, skin, and lower respiratory tract. Fusobacterium bacteremia is associated with a high mortality rate in patients with renal insufficiency. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file and three pages of received discharge summary was reviewed by a post market surveillance clinician. On (B)(6) 2017, this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) stated he had been hospitalized for approximately five weeks and had been home for about a week with no issues during ccpd therapy treatments. During an initial follow up phone call with the peritoneal dialysis (pd) clinic manager on (B)(6) 2017 she stated the patient was hospitalized sometime in august due to symptoms of nausea and vomiting and discharged sometime during the prior week. On a subsequent follow up on (B)(6) 2017, the pd registered nurse (rn) stated that this hospitalization was for nausea and vomiting that resulted in a diagnosis of peritonitis, however, the discharge summary documents that this patient presented to the emergency room (ER) on (B)(6) 2017 with symptoms of nausea, vomiting and abdominal pain which resulted in the diagnosis of fusobacterium bacteremia. The patient was seen by infectious disease and prescribed/treated with antibiotics. At the time of hospitalization, the patient was also seen by endocrinology, due to abnormal cortisol levels, and administered steroids as well as cardiology for persistent hypotension. The patient had fairly rapid improvement in symptomology after treatment with the steroids. Subsequent blood cultures were all negative and the patient was discharged to acute rehabilitation in stable condition on (B)(6) 2017. It was unknown if the patient was completing ccpd treatments during hospitalization or if any fresenius products were utilized. Per the pdrn, the patient has recovered and look[ed] much better.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated on (B)(6) 2017 that he had not used the dialysis cycler for about 5 weeks after that due to being in the hospital. The patient said he had been back from the hospital for about a week. Additional follow-up was made with the pd patient's clinic manager and nurse, who stated the patient had been hospitalized (B)(6) 2017 due to symptoms of nausea and vomiting during and after pd treatment. Initial medical records received indicated the patient also recovered from peritonitis. Additional medical records were requested.